Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed pacer faults 121, 122, 123 and 126 when the unit was set at 30ma. The complainant indicated that there was no patient involvement in the reported malfunction.